Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented to hospital and was sent to the cath lab with worsening angina and typical anginal chest pain. An attempt was made to use one onyx frontier coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion with 95% stenosis in the distal right coronary artery (rca). The proximal to mid rca had 80% stenosis and the right posterior descending artery (rpda) was 100% chronically occluded. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. A right radial approach was used. It was reported that stent dislodgement occurred during removal following a failed delivery. The dislodged stent was not removed. There was significant aortic tortuosity, making guide engagement difficult. Multiple launcher guide catheters were attempted and used. The ostial, proximal, and mid-distal lesions were very difficult to advance balloons across, even with a guide extension catheter. All lesion were adequately dilated with a 2.25x15mm non-medtronic nc balloon, and a 2.5x20mm nc euphora balloon at high pressure. However, it was detailed that the stent would not cross the distal rca lesion after significant pre-dilation. Upon retrieval of the undeployed stent, the stent became stuck on the proximal lesion in the rca and would not retract any further. It was noted that the stent was beginning to partially slide off the balloon. Before the stent dislodged fully from the balloon, the balloon was placed inside the stent and the stent was deployed safely. The stent was deployed where it was. The stent was post dilated with a 3.5x15mm nc euphora balloon at 16 atm with good expansion. The distal section had a focal non-flow limiting dissection. It was unknown what caused the dissection, or if any of the medtronic devices used caused or contributed. The procedure was stopped. Another stent was not advanced to the distal area since the vessel had timi3 flow. The lesion had 20mm of its length treated, with 0% residual stenosis post intervention. Resistance was not encountered during withdrawal of the delivery system. There was multiple other medtronic devices used during the procedure including a cougar guidewire, euphora, and nc euphora balloons. There was no issues or complaint with these devices. The patient was discharged home and is alive with no further injury.